Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure wherein the ipg was not place in surgery. In turn, the patient controller was unable to connect to the ipg. The issue was confirmed and troubleshooting performed resolved this issue. Therapy was re-established.

Manufacturer narrative:
Also as the ipg was recovered with troubleshooting, the fsca is no longer applicable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.